Event description:
Information was received indicating that a no cassette alarm was noted with a smiths medical cadd extension set. No patient consequences were reported. No adverse effects were reported.